Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error was confirmed based on the event log review, but not during the functional testing. No device malfunction was observed during the testing, and the thermogard system functioned as intended. The event log review indicated a mid:09 error; however, it was not reproduced during the functional testing. The thermogard system passed the functional testing without error. The customer-reported complaint was not reproduced, and the thermogard system functioned as intended. Zoll is awaiting customer approval for the service check.

Event description:
The customer reported that, upon powering on the thermogard xp ivtm system (sn (B)(6)) for ivtm therapy, the system displayed a mid:09 (air trap assembly) error. No further information was provided. No patient involvement.